Event description:
It was reported that some time post gastrostomy feeding tube placement, the stopper allegedly dislodged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot number for the device was not provided, therefore, the device history records could not be reviewed. Investigation summary: one 20 fr tri-funnel repl gastrostomy feeding tube was returned for evaluation. Visual, microscopic, tactile and functional testing were performed. Material and fluid residue were present on the device. A 17.22 mm split on the outer silicone membrane of the inflatable retention balloon was found. The granular surface of the split indicates a burst event on the balloon. The investigation is confirmed for both a burst in the balloon and a leak in the inflation balloon that could have led to the alleged dislodgement of the feeding tube. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10:g4. H11: b5, d10, h6 (device code, method, results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that some time post gastrostomy feeding tube placement, the stopper was allegedly dislodged. There was no reported patient injury.